Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing advance (tfna) procedure on (B)(6) 2018, the aiming arm and cannulated connecting screw misaligned, causing the distal screw to miss the tfna nail. The screw went through the protection sleeve. The surgeon removed the nail, tried a different nail and missed the nail again. The surgeon continued to implant the nail without the distal locking screw. It is unknown if there was a surgical delay. Patient outcome is unknown. Concomitant devices reported: complete radiolucent insertion handle (part: 03.037.012, lot: 8943792, quantity: 1). The 10 mm/130 degree titanium cannulated tfna 170 mm-sterile (part: 04.037.042s, lot: h517483, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: 1) . This report is for a 130 deg aiming arm. This is report 2 of 3 for (B)(4).

Event description:
Concomitant devices reported: complete radiolucent insertion handle (part: 03.037.012, lot: 8943792, quantity: 1); 10mm/130 degree titanium cannulated tfna 170mm-sterile (part: 04.037.042s, lot: h517483, quantity: 1), screwdriver (part: unknown, lot: unknown, quantity: 1); aiming arm locking device (part # 03.037.015, lot # l229022, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.013; lot: l236643; manufacturing site: haegendorf; release to warehouse date: february 16, 2017 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality investigation: the following investigations were performed: device interaction/ functional: device condition: the returned device was visually examined, and no visual defects were identified. All the devices that constitutes the nail implanting construct were not returned. Therefore, functional inspection on construct alignment and complaint condition replication was not possible at customer quality. However, no fit and alignment issues were identified on the returned portions of the devices when functionally inspected at customer quality (cq). Also, complaint condition replication was not possible as the mating device were not returned. Therefore, complaint condition was not able to be confirmed. However, to further determine the complaint condition for any issues unidentified during visual inspection; device dimensional analysis and device history record review was performed. Dimensional analysis and document/specification review: relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): - aiming arm drawing - peek black locating pin - locating pin diameter 10mm - thumb screw dimensional analysis performed on the diameters of the relevant portion measured (ca-814) as following: --thread diameter on location pin measured 9.8 mm that falls within the specification of 9.8 mm to 9.9 mm. -- thumb screw thread major diameter measured 7.91 mm that falls within the specification of 7.794mm to 7.974mm. -- thread diameter on location pin measured 10 mm that falls within the specification of 10.008 mm to 10.028 mm. Review of the device history record showed that this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Furthermore, the risk document review performed during investigation showed that the risk document completely addresses the given complaint condition. No definitive root cause was able to be determined with the available returned devices. Conclusion: this complaint was not able to be confirmed and no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: (B)(4); lot: l236643; manufacturing site: haegendorf; release to warehouse date: (B)(6) 2017. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.